Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and blank display. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will not return device for analysis.

Manufacturer narrative:
Unit received with blank display anomaly due to power connector not plugged in properly. Unit received with cracked retainer, minor scratched display window and scratched case.